Event description:
As reported by the user facility on (B) (6) 2008. The surgeon performed a craniotomy on a (B) (6) female on (B) (6) 2008. They didn't realize the implanted prod had expired until the next day ((B) (6) 2008). It was at this time the user facility called in with the incident to the representative. It should be noted that in accordance with aorn (association of operating room nurses) standards for maintaining a sterile field it states: items used in the sterile field should be sterile...if an expiration date is provided, the date should be checked before the package is opened and the contents are delivered to the field. Outdated items should not be used.

Manufacturer narrative:
The device in the reported incident is not expected back for eval. An investigation has been initiated based on the reported info.